Manufacturer narrative:
Device passed displacement test and self test. No unexpected buzzing noted during testing. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer¿s blood glucose level was 121 mg/dl. The insulin pump will be returned for analysis.